Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. Blood glucose levels were not reported. It was stated that the day of hospitalization, the customer spent the day at the water park without wearing the pump and then gave correction for high blood glucose levels and may have over corrected thus, causing hospitalization. No troubleshooting was performed. No other info was provided.